Manufacturer narrative:
As reported in a research article, complications after pda closure included groin hematoma, hypertension, tachycardia, and anemia. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article "intracardiac echocardiography as a guide for transcatheter closure of patent ductus arteriosus" published on 30 july 2020 was reviewed. This research article is a prospective multi center experience to evaluate whether intracardiac echocardiography (ice) may be used for measuring patent ductus arteriosus (pda) size and be used as a guide for transcatheter closure pda (tc-pda). Amplatzer occluders were associated to the study. There is no allegation of malfunction of the abbott device. The article concluded that ice was comparable to aortography or cardiac computed tomography (cct) in providing accurate measurements of pulmonary artery side diameter for tc-pda. Ice may be a safe alternative to conventional imaging as a guide for tc-pdas and can be useful for patients with large pda, renal dysfunction, or contrast allergy. The primary author of the article is hironaga yoshimoto, md of department of pediatrics and child health, kurume university school of medicine. The correspondence author is kenji suda, md of department of pediatrics and child health, kurume university school of medicine with the email: suda_kenji@med.kurume-u.ac.jp.